Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. The device evaluation previously submitted on this manufacture report number 3005075853-2023-02898 was submitted in error. The evaluation of the return device belongs to manufacturer report number 3005075853-2023-01899. The device for this event has not been returned. D9, h2, h3, h4, h6, and h10.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4: batch # 197c94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and one reload loaded on the device. The reload was received unfired. After further analysis, the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the distal channel retainer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 197c94, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What is the surgeon¿s experience with the pvs device? What was the approximate width of the compressed vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device or staple formation during the procedure? How was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure they had fired the gun and the device seemed to work as normal. However there was a bleed in the artery. The sister and consultant didn¿t seem to know what had went wrong and if the device had failed. The registrar had mentioned he thought one of the staples along the line had not sealed correctly and thinks this is what caused the bleed. The registrar was also the one who fired the gun. The case then had to be changed to an open case as it began to bleed quite a lot. The staff did not openly say they believe it was definitely the stapler that caused the bleed.